Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated: h4, h6. The d4 UDI field was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the power supply shorted resulting in the smoking of the unit followed by the unit not turning on/ becoming inoperable. The root cause is attributed to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the screen of the soltive premium superpulsed laser system did not turn on and the power did not illuminate when the device was turned on. The issue occurred when preparing the device for use in a therapeutic procedure. The fans were noted to be running. Smoke/fire occurred when the customer was explaining the screen going black to the sites biomeds. No laser fiber was plugged into the device when it was being checked out. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the front panel was broken, the right corner edge was fractured, and the top display base was cracked. The complaint was unable to be confirmed since the device was not safe to turn on due to the broken front panel. There were no indication of burn marks observed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.